Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a correct lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported during a cataract with intraocular lens (iol) implant procedure on a patient's right eye, the iol was loaded into the cartridge and implanted into the eye but the haptic remained in the cartridge. The iol was removed during the same procedure and replaced with a new iol. The procedure was completed the same day with no impact to the patient.

Manufacturer narrative:
Product evaluation: the used monarch ii (d) cartridge was returned. Viscoelastic is observed in the cartridge. No damage or abnormalities are observed. The cartridge has evidence of placement into a handpiece. The broken haptic was returned in the cartridge, just past the loading area. A video and photo were provided. The video does not show the lens and cartridge preparation. The broken haptic cannot be observed, during the lens delivery. The broken haptic can be observed, when the cartridge is examined. A yellow material can be observed, near the loading area with plunger still advanced to the tip of the cartridge (matches provided photo). The haptic appears to have been broken, during loading or the initial advancement of the iol. This may indicate, the trailing haptic was not properly positioned on the optic, during the manual loading of the lens by the end user. Root cause: the root cause could not be determined, for the reported broken haptic. Based on review of the returned product and the provided photo and video, it appears the trailing haptic was broken, during loading or the initial lens advancement. The returned position of the haptic may indicate, the trailing haptic was not properly positioned on the optic, during the manual loading/initial advancement of the lens by the end user. The manufacturer internal reference number is: (B)(4).